Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a greater than two second pause in pacing after implantation. Technical services (ts) recommended programming options. This device remains in service. No additional adverse patient effects were reported.